Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported in a clinical study that a patient had redness and swelling over the anterior side of the distal tibia indicating infection which led to a device removal. This event it was uncertain if it was related to the device, the instrumentation or the procedure. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, unknown screw, lot # unknown qty 6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03220, 0001825034-2022-00027, 0001825034-2022-00028, 0001825034-2022-00029, 0001825034-2022-00030, 0001825034-2022-00031, 0001825034-2022-00032.

Event description:
It was further reported that there was no other issues besides numbness. Numbness is very annoying for some individuals, so plate was removed to eliminate the possibility of plate interfering with superficial peroneal nerve. No other contributing factor.